Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6003384 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6003384 were previously tested in 2143218 on 10/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6003384 was manufactured according to the wi version 77 and packaging in the multivac 12, on 18/sep/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3j01641 was manufactured according to the wi version 26 assembled in the quickset line, on 11/sep/2023, with a total of (B)(4) units. The lot 3j01238 was manufactured according to the wi version 26 manufactured in the line, on 19/sep/2023 with a total of (B)(4) units. The lot 3j01237 was manufactured according to the wi version 26 manufactured in the line, on 18/sep/2023 with a total of (B)(4) units. Gluing of quick set: the lot 3j00248 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, on 08/sep/2023, with a total of (B)(4) units. The lot 3j02371 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, mp05 & mp08 on 16/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6003384 and no other complaint has been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the connector. The blood glucose level was 250 mg/dl and the patient was treated with insulin pen. No further information available.